Event description:
Soring group received a report that blood was seen leaking from the cardioplegia coil during a procedure. The clinician elected to continue to use the device to complete the procedure. There was no pt injury or medical intervention required as a result of the issue.

Manufacturer narrative:
The cardioplegia coil was returned to sorin group USA for eval. Visual inspection of the unit revealed a hole near where the loose end meets the coil. Leak testing confirmed the presence of a leak from the hole noted above. Inspection under magnification found that the hole was a well defined v-shape and other markings in the area leading up to the apex of the v which suggest that the hole was created by a sharp object. Inspection of units from inventory found no defects or abnormalities. After visual inspection, the inventory units were subjected to pull testing in order to determine if damage like that seen in the returned unit could be created by pulling on the loose end of the coil. This testing led to the conclusion that the type of damage seen in the returned unit would not be caused by pulling on the loose leg of the coil. The returned coil will be sent to an outside lab for microscopic analysis in an attempt to confirm the cause of the hole. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.